Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue, under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: during investigation, the pump powered up with the returned battery cap. The audio bolus button cover was fully seated and intact. The audio bolus button was responsive. The audio bolus button cover was removed to find evidence of contamination on the underside of the audio bolus button switch contact. The pump case was removed to find no evidence of moisture or loose components inside the pump. The alleged intermittent audio bolus button was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.